Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was due to brake gap being wide, out of specification. The archive data indicated system error 139 (unable to hold compression position), confirming the reported complaint. Further review of the archive indicated user advisory 17 (max motor on time exceeded during active operation), and fault 26 (decompression target position not reached), not reported by the customer. The root cause of the system error, ua17 and fault 26 was due to brake gap being wide, out of specification. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The brake gap inspection revealed a wide brake gap, out of specification. After clearing the system error using the apvision3 software, the platform displayed ua17 upon testing with the large resuscitation test fixture (lrtf). After adjusting the brake gap to be within the specification, the platform was extensively tested with the large resuscitation test fixture (lrtf) and no errors or faults occurred. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
Business partner reported that the autopulse platform (sn (B)(6) ) displayed a "system error, out of service, revert to manual CPR" message during the routine shift check. No patient involvement.